Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6)2019 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6)2013 product type catheter h3: analysis of the model 8784 catheter segments (sn: (B)(6)) identified no significant anomalies. Analysis of the model 8782 catheter segment (sn: (B)(6)) identified a kink in the catheter body. H6: the previously reported evaluation method (annex b) and result (annex c) codes no longer apply. B01 applies to all catheter segments, c19 applies to the model 8784 segments, and c13 and d12 apply to the model 8782 segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-jan-2021, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 20-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implantable infusion pump. It was reported that the patient was having baclofen withdrawals. There were no anomalies with the pump so the concern was with the catheter. A catheter revision was performed and it was noted the pump segment was long and coiled in the pocket, and parts appeared kinked. Once the catheter was untangled, the doctor was able to withdraw cerebrospinal fluid. The pump had 6ml more drug than expected according to the tablet. The two long segments from the pocket were removed and replaced with a single shorter segment. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.